Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, on vagina cuff closure, the needle broke and half the needle was stuck in the device while the other half was retrieved from the pelvis with instruments. A new handle and reload was opened to resolve the issue. There was no patient injury.